Event description:
On (B) (6) 2010, the lay patient's mother was transferred by animas pump support to lifescan (lfs) customer service alleging that the patient's once touch ping meter does not turn on and seeking assistance setting the meter date and time. The customer service representative (csr) documented that the meter turned on during trouble shooting. The csr also noted that while trying to set the date and time, the meter displayed a message indicating the meter was unable to establish communication with the pump. The patient and pump were not present during the call. Troubleshooting could not be completed. The mother denied that the patient experienced any symptoms or received any treatment. This complaint is reported because the alleged other issue was not resolved. The patient's meter and test strips were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.